Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer's mother reported via phone call indicating physical damage in the form of cracks on the customer's insulin pump. The customer's blood glucose level was unknown at the time of the incident. The caller reported condensation under the screen of the insulin pump. The caller reports a blank screen on the device, but the customer was not present with the insulin pump to troubleshoot the issue. The caller stated that they will call back at a later time to troubleshoot the insulin pump. The customer returned the product for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to moisture damage on the electronic assembly and moisture was found on the motor assembly. No blank display, lighter display or display anomaly noted. Unable to perform functional check including rewind, basic occlusion, occlusion, prime, the excessive no delivery, displacement, self test, a21 test and all operating current test due to no button response. No damage on the keypad traces noted. The insulin pump had minor scratched display window, cracked display window corner, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.